Manufacturer narrative:
On april 15, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, creases were observed on the posterior view. Leak testing was performed in accordance with mentor procedures and a tear measuring less than 0.1 cm was noted within shell abrasion. Shell abrasion area was observed within the crease. The evaluation determined that the rupture is consistent with the shell abrasion. Shell abrasion is defined as a material separation occurring in the smooth layer and can eventually progress through the shell of smooth devices. Related to the crease, this failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update regarding the events submitted in the previous reports. The patient's replacement devices were 550cc mentor smooth round moderate plus profile saline breast implants (catalog number 3502550, left-sided serial number (B)(6), right-sided serial number (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/13/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. The patient's impacted device was explanted on (B)(6) 2020. This supplemental report has been updated accordingly. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latina female patient underwent a primary breast augmentation with a 550cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative right-sided deflation. The diagnosis was confirmed via mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.